Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected by using an alternate pump for insulin therapy. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully with the customer's original pump.